Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported difficult to position with the guiding catheter could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficult to position (guide catheter) appears to be related to the use error. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, chipboard box label specifies that the minimum guiding catheter compatibility for a 2.8x16mm graftmaster rx stent is 6f / 0.068 inch (1.73mm) inner diameter (ID). The reported 6f guidezilla brand guide catheter used for the procedure had an ID of 0.057 inch (1.45 mm) as specified on the product website. In this case, it is likely that the product label deviation caused the reported difficulties. It should also be noted that the graftmaster rapid exchange (rx), coronary stent graft system, electronic instructions for use, states: the graftmaster rx is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. It is unknown if the IFU deviation contributed to the reported event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: 6f guidezilla. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two graftmaster devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a de novo lesion that had a dissection in the distal right coronary artery. Two 2.8 x 16 mm graftmaster covered stents were implanted and sealed the area where they were implanted. However, they met initial resistance with a guide extension catheter. Then, as the dissection was large, two other 2.8 x 16 mm graftmaster covered stents were opened; however, there was a failed attempt to insert the third and fourth graftmaster covered stent systems inside the proximal and distal end of the guide extension catheter outside the anatomy. Therefore, a 2.8 x 26 mm graftmaster covered stent was implanted to treat the dissection. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device revealed a pinhole tear in the outer member near the guide wire exit notch.